Event description:
A log review was requested for two medications that infused too fast, versed and morphine. This report is for the over-infusion of versed (reference MDR number 2016493-2012-00455 for the reported morphine over-infusion). Description of event: the reporter stated that the device may have infused too fast or that medication may have been diverted. An infusion of versed was started on (B)(6) 2012 at 1900 with a total volume of 78ml. On (B)(6) 2012 at 0800, the nurse noticed that a 100 ml bag of versed was empty. The intended programming was 1mg/hr, titrate to effect to a maximum of 8mg/hr. Her initial review of the log revealed that the rate did not go above 4 ml per hour. It was also reported that the same thing occurred with a bag of morphine. She did not know when the morphine was initially started or the intended programming. There was no report of pt harm. Medical intervention was not required. The reporter stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested an event log review. The data set has been received. Event logs have been received in pdf format and receipt of the event logs in excel format is pending. A follow up report will be submitted with investigation results once the eval has been completed.